Manufacturer narrative:
The customer provided the device logs for review, and the reported errors were observed. Technical support recommended that the customer replace the batteries and install a known good blower to determine if the faults would clear and to return the updated logs for confirmation. A review of the updated logs confirmed that the issue was resolved. The claim will be closed as a defective moog blower and a defective battery. Correction - d4 UDI # added.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation, and this complaint is still under investigation. G4. PMA/510(k)#: the device is a similar device marketed in foreign countries and is not marketed under the 510k. This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation.

Event description:
Customer stated that when the unit is switched on, there immediately was an alarm for inspiration valve leaky (e401) and blower failure (316). There was also an error for battery failure, but it was not confirmed yet if they are just flat. When the unit started up, there was no movement or sound of the blower being activated for testing. There was no patient involvement reported.